Manufacturer narrative:
Trackwise- (B)(4). A lot history record review was completed for lots 3000439623, 3000447195, and 3000442263 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the vasoview hemopro 2 c-ring detached from medal support rod holding it. The c-ring detached/broke off on the side of metal post, but was still attached on the clear hollow tubing post side. There were no observations of the c-ring falling into the patient, no additional incisions were made. Opened up another kit to complete case. No patient effects and delays reported.